Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not like her insulin pump, but was convinced by her trainer to keep it. She tried to get back on the insulin pump after a hospitalization. She was advised to call the helpline in the event she wanted to attempt another return to the device. No equipment was returned. No add'l info was reported.